Event description:
As reloads were being placed in device it was noted that the staples were extending above the base of the disposable instrument. They should not be visible extending on end closest to "y " of stapling device.